Manufacturer narrative:
A field service engineer (fse) replaced the nozzle sip assembly, vacuum nozzle, and sample valves. The investigation was unable to determine a direct root cause. No additional complaints were received.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas 8000 ise 900 module. The initial result was 141 mmol/l, and the repeat result was 134 mmol/l. The repeat result was deemed to be correct.